Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a driven ground relay test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.